Manufacturer narrative:
The radiometer investigation has not been able to establish the root cause, hence the root cause remains unknown.

Event description:
According to the complaint, on (B)(6) 2023, medical staff found that the detection value of pco2: 60.4mmh from the abl90 flex analyzer (serial number: (B)(6) did not match the patient's condition during blood gas analysis. Therefore, a blood gas comparison test was conducted in the emergency laboratory, and it was found that there was a significant difference between the two test results. According to the customer's feedback, the measure should be around 40mmh, but the customer did not remember the exact value. Customer reported the pco2 measurement as false high.